Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Serial number has also been updated based on returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported lower readings when scanning the adc freestyle libre sensor compared to an hcp meter. A sensor scan of 174mg/dl was compared to hcp meter blood glucose readings of 198mg/dl at 4:05am, 238mg/dl at 5:45am and 210mg/dl at 6:14am. On (B)(6) 2019 at 6:00am, the customer felt nausea and "loss of strength" and was unable to treat himself. Hcp contact was made and the customer was diagnosed with hyperglycemia and treated with insulin(dose unknown), IV fluids, and pain medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower readings when scanning the adc freestyle libre sensor compared to an hcp meter. A sensor scan of 174mg/dl was compared to hcp meter blood glucose readings of 198mg/dl at 4:05am, 238mg/dl at 5:45am and 210mg/dl at 6:14am. On (B)(6) 2019 at 6:00am, the customer felt nausea and "loss of strength" and was unable to treat himself. Hcp contact was made and the customer was diagnosed with hyperglycemia and treated with insulin(dose unknown), IV fluids, and pain medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported lower readings when scanning the adc freestyle libre sensor compared to an hcp meter. A sensor scan of 174mg/dl was compared to hcp meter blood glucose readings of 198mg/dl at 4:05am, 238mg/dl at 5:45am and 210mg/dl at 6:14am. On (B)(6)2019 at 6:00am, the customer felt nausea and "loss of strength" and was unable to treat himself. Hcp contact was made and the customer was diagnosed with hyperglycemia and treated with insulin(dose unknown), IV fluids, and pain medication. There was no report of death or permanent injury associated with this event.